Event description:
It was reported via medwatch mw5188954 that was received on 16jun2026 verbatim. Description of event from medwatch: "I think most likely my omnipod stopped delivering insulin (maybe the cannula had a tear because I felt some insulin on my skin) which led my blood sugar to go up and stay up. I was on a flight and was throwing up. When I landed, I detected dka and I went to the hospital for care where I was admitted. I was told if I had arrived a few hours later, I would need to go to the intensive care unit (ICU)."

Manufacturer narrative:
The complaint was originally reported voluntarily by the patient, via MDR report # mw5188954. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.